Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) does not detect the tank. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6). It was reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "helium indicator malfunction". A getinge field service engineer (fse) had calibrated the transducer and than performed the disassembly and reassembly of the helium cylinder performed several times, replacing the helium cylinder gasket with a new one. With a special simulator and test balloon performed various operational tests. Repair completed. The device has passed all performance and safety tests according to specifications of the parent company. The device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience of the parent company. The device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience operators or patients. There was no patient involved.